Manufacturer narrative:
A ge oec service representative investigated the issue and found the ps1 power supply on the mainframe needed to be replaced for the communication errors. The video control pcb and mainframe backplane and workstation interface were replaced to address the image quality issues and vertical lines in the image. The system was tested and found to be operating as intended. No negative patient effect was caused by this malfunction. The facility was unable or would not provide any patient information with respect to this issue.

Event description:
The ge oec 9900 fluoroscopy system had image quality issues and communication failures.